Event description:
As reported by our affiliates in canada, this was a case with a 29mm sapien xt valve in aortic position. After eight years and six months post implant, the valve failed due to stenosis with valve leaflet bulk/calcification. The patient was experiencing shortness of breath and increasing fatigue with exertion. Under conscious sedation, a 26mm sapien 3 ultra resilia valve was implanted within the degenerated sapien xt valve in the intended position. However, the 26mm sapien 3 ultra resilia valve was not completely expanded/apposed due to sapien xt valve leaflet bulk/calcification with apparent valve stent deformation. Therefore, it was decided to post-dilate the 26mm sapien 3 ultra resilia valve. After post-dilatation, the patient developed rapid hypotension, followed by ventricular tachycardia which required asynchronous defibrillation. Transthoracic echo revealed severe central aortic insufficiency. A third valve, a 26mm sapien 3 ultra resilia valve, was successfully implanted to correct the severity of the aortic insufficiency. The patient recovered cardiac stability and was transferred out of the cath lab in stable condition.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The device was not returned for evaluation as it remained implanted. The complaint for central regurgitation was unable to be confirmed due to unavailability of medical records and/or imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of device history record did not provide any indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, it was reported that the previous thv had leaflet bulk/calcification. Although the thv depends on native landing zone calcification for anchoring, bulky calcification within the landing zone may negatively interact with the valve frame during valve deployment, causing the valve frame not been correctly expanded/deployed. It can prevent the leaflets from proper coaptation and lead to regurgitation. Furthermore, deploying the valve using more than the prescribed volume or attempting a second inflation may result in inability for the valve leaflets to properly function. The increase in valve diameter due to overinflation or post dilation may prevent proper motion of the thv leaflets resulting in thv regurgitation. Additionally, per the training manual, central regurgitation is an associated risk of post-dilation. As such, available information suggest that patient factors (calcification) and procedural factors (post dilation) may have contributed to the central regurgitation. However, a definitive root cause was unable to be determined. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-08562.